Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred because physical stress or chemical stress was applied on the insertion section. For instance, the followings are presumed, but it is unable to specify the cause because they are wide-ranging. Physical stress due to rubbing the insertion section. Chemical stress due to deviation from IFU (reprocessing manual). Bad storage environment, such as in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Aged deterioration.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. There was no report of patient injury associated with the event.